Manufacturer narrative:
Age of device:1 month, 6 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2019. It was reported through patient outcome that the patient was expired on (B)(6) 2019. Patient¿s death was not related to the device. Patient¿s death was related to complications from having the surgery (device exchange). Patient suffered a cerebrovascular accident (cva). Patient was subsequently in respiratory failure and unable to be weaned from the ventilator. Patient was trached (complicated by bleeding) and developed pneumonia and sepsis. He also went in to acute renal failure requiring continuous veno-venous hemodialysis (cvvhd). Device operated as expected. Pump will not be returned for evaluation. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported events could not conclusively be established through this evaluation. The heartmate 3 lvas IFU lists stroke, bleeding, infection, and renal failure as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. The IFU, as well as the hm3 lvas patient handbook, also provide information regarding how to prevent infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events as well as a direct correlation to heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively determined through this evaluation. The account reported that the patient suffered a cerebrovascular accident (cva). The patient was subsequently in respiratory failure and was unable to be weaned from the ventilator. A tracheostomy was performed which was complicated by bleeding, and the patient developed pneumonia and sepsis. The patient also went into acute renal failure which required continuous venovenous hemodialysis (cvvhd). The patient ultimately expired due to respiratory failure on (B)(6) 2019. It was reported that heartmate 3 lvas, serial number (B)(6), would not be returned for evaluation. The heartmate 3 lvas IFU lists bleeding, stroke, sepsis, respiratory failure, and renal dysfunction as adverse events that may be associated with the use of heartmate 3 left ventricular assist device. This document provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. Although the patient¿s pneumonia was not device related, the IFU lists infection as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Several sections of the hm3 lvas IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The heartmate 3 lvas IFU, and the heartmate 3 lvas patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, lists bleeding, stroke, sepsis, respiratory failure, renal dysfunction, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation regimen, including inr range, as well as suggested anticoagulation modifications. Although the patient¿s pneumonia was not device related, the hm3 IFU lists infection (localized, driveline, and pump pocket) as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, also lists infection as a potential late postimplant complication. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 03jan2019. No further information was provided. The manufacturer is closing the file on this event.